Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
Reference MDR #1036844-2010-00038 for the first event involving the same patient. It was reported by the customer that this event involved a femoral insertion site on (B)(6) 2010. During the removal of the spring wire guide (swg), the wire remained stuck at the end of the catheter and unraveled. The physician had withdrawn the entire swg and the catheter simultaneously. This was the second attempt and the same incident occurred again. As a result, a new kit was opened and successfully placed into the same insertion site of the patient. There were no reported patient complications.